Manufacturer narrative:
Patient information: added data.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: bowel ischemia and death.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for an acute type b thoracic aortic dissection and was treated with a gore® tag® conformable thoracic stent graft with active control system. No issues were observed during the procedure with the tgmr404015e component having been deployed within the true aortic lumen proximal to the entry tear. Post implantation however, only the two renal arteries were visualized during computed tomography angiography imaging and it was therefore concluded that the inner aortic layer had not correctly imposed itself back onto the ostia of the celiac artery and the superior mesenteric artery to secure blood flow. Both vascular and cardiac surgeons attending the procedure subsequently attempted to recannulate these vessels but were unsuccessful. As a consequence, the patient expired later the same day.